Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Per dealer, she spoke to tech services previously. They believe that the boom may be bent, causing the pump to not work properly. MDR filed.

Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Per dealer, she spoke to tech services previously. They believe that the boom may be bent, causing the pump to not work properly. MDR filed.

Manufacturer narrative:
(B)(4). Follow-up #001. Initial pr #(B)(4) issued MFR report #3004493922-2012-00426 indicating the model # as (B)(4) and the serial # as (B)(4). The numbers were switched. The model # is (B)(4) and the serial # is (B)(4). (B)(4). No RMA has been initiated for this issue. Model 9805p, serial number/date code (B)(4) is approximately 1 year 3 months old. The owner's manual part number 1024492 rev. E (may-06) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The female consumer's (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model 9805p, serial number/date code (B)(4) is approximately 1 year 3 months old. The owner's manual part number 1024492 rev. E (may-06) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The female consumer's age is (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.